Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: updated data-b6, b7. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was not returned. A photograph was reviewed. A radial stem and radial head were present in the photograph, however there was no evidence of the reported condition of post operative loosening. A depuy synthes etched logo was visible on the radial head, however, no other device identification was visible. This complaint was unable to be confirmed. A functional test, dimensional inspection, and drawing review was not completed as the devices were not returned. Relevant actions have been taken to address the issue. Based on the investigation findings, it has been determined that no further corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019, an electrodiagnostic was conducted and revealed evidence of moderate right sensory motor demyelinating ulnar neuropathy at the elbow. On (B)(6), 2019, the patient underwent a right elbow subcutaneous ulnar nerve transportation due to a confirmed carpal and cubital tunnel syndromes and failure of conservative treatment

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2017, the patient underwent a revision of radial head prosthesis due to stem loosening and disassociation of head from the stem, and replaced with a wright modular component. On (B)(6) 2016, the patient sustained injury to his right elbow due to fall. The patient was experiencing severe pain and had swelling. X-ray result revealed fracture of the distal right humerus (trochlea), displaced fracture of the radial head, minimally displaced fracture of the ulna (coronoid fracture), soft tissue swelling and small joint effusion. CT revealed complex fracture around the elbow with fractures of the ulna, radius and fractures of both the capitellum and the trochlea of the distal humerus, and a small amount of air was seen in the joint space with no soft tissue break. On (B)(6) 2016 the patient underwent a cardiac catherization due to abnormal stress test result, had tid and inferior ischemia prior to the surgical repair of the right hand. On (B)(6) 2016, the patient underwent an open reduction and internal fixation of the right coronoid fracture type ii, a right radial head replacement and a right collateral ligament repair and was implanted with a depuy synthes radial head prosthesis. After the surgery, the patient continued to suffer pain and inability to regain functional use of the right arm and right elbow, and developed a right forearm contracture and nervous system dysfunction. On (B)(6) 2016, the surgeon reviewed the fluoro images and it appeared that the stem was loose and two (2) anchors were present. X-ray result showed disassociation between the radial head and the stem. On or about (B)(6) 2016, the patient was complaining of increased pain in the right shoulder, upper arm and elbow. On (B)(6) 2017, the patient continued to suffer pain and dysfunction in the right upper extremity and right hand. On (B)(6) 2017, the patient sought a second opinion. Based on the history taken by the surgeon, the patient was suffering from constant pain, decreased range of motion and that the hand felt locked. The surgeon reviewed the x-ray result and stated that the medical aspect of the osteotomized radial head was uncovered by the implant, which overhangs laterally with the arm in supination. The patient also had some forearm and wrist discomfort, which likely did contribute to the loss of forearm rotation. Additionally, on (B)(6) 2017, the patient underwent a removal of loose radial head component, radial head arthroplasty with modular component and rotational contracture release. On (B)(6) 2017, another surgeon reviewed the result of the x-ray, which was taken on (B)(6) 2017, and stated that the x-ray revealed an eccentrically placed radial head prosthesis. On (B)(6) 2017, the patient was diagnosed with acute left-sided low back pain with left-sided sciatica where there is a sudden onset left low back pain with radiation to posterior left leg and thigh, no trauma and not improving with chiropractic treatment. On (B)(6) 2019, the patient was diagnosed to have paresthesia of the right leg. Varicose veins of right lower extremity with pain is present. On (B)(6) 2019, an electrodiagnostic was conducted and revealed evidence of moderate right sensory motor demyelinating ulnar neuropathy at the elbow. On (B)(6) 2019, the patient underwent a right elbow subcutaneous ulnar nerve transportation due to a confirmed carpal and cubital tunnel syndromes and failure of conservative treatment.

Manufacturer narrative:
510k: this report is for an unknown radial head/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the patient underwent a revision of radial head prosthesis due to stem loosening and disassociation of head from the stem, and replaced with a wright modular component. On (B)(6) 2016, the patient sustained injury to his right elbow due to fall. The patient was experiencing severe pain and had swelling. X-ray result revealed fracture of the distal right humerus (trochlea), displaced fracture of the radial head, minimally displaced fracture of the ulna (coronoid fracture), soft tissue swelling and small joint effusion. CT revealed complex fracture around the elbow with fractures of the ulna, radius and fractures of both the capitellum and the trochlea of the distal humerus, and a small amount of air was seen in the joint space with no soft tissue break. On (B)(6) 2016, the patient underwent an open reduction and internal fixation of the right coronoid fracture type ii, a right radial head replacement and a right collateral ligament repair and was implanted with a depuy synthes radial head prosthesis. After the surgery, the patient continued to suffer pain and inability to regain functional use of the right arm and right elbow, and developed a right forearm contracture and nervous system dysfunction. On (B)(6) 2016, the surgeon reviewed the fluoro images and it appeared that the stem was loose and two (2) anchors were present. X-ray result showed disassociation between the radial head and the stem. On or about (B)(6) 2016, the patient was complaining of increased pain in the right shoulder, upper arm and elbow. On (B)(6) 2017, the patient continued to suffer pain and dysfunction in the right upper extremity and right hand. On (B)(6) 2017, the patient sought a second opinion. Based on the history taken by the surgeon, the patient was suffering from constant pain, decreased range of motion and that the hand felt locked. The surgeon reviewed the x-ray result and stated that the medical aspect of the osteotomized radial head was uncovered by the implant, which overhangs laterally with the arm in supination. The patient also had some forearm and wrist discomfort, which likely did contribute to the loss of forearm rotation. On (B)(6) 2017, another surgeon reviewed the result of the x-ray, which was taken on (B)(6) 2017, and stated that the x-ray revealed an eccentrically placed radial head prosthesis. This report is for an unknown radial head. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary complaint description: it was reported that a patient underwent surgery to repair a fractured right elbow utilizing a radial head replacement on (B)(6) 2016. Subsequently, the radial stem loosened. The patient underwent revision surgery on (B)(6) 2017. The device was not returned. A photograph "(B)(4) photograph - elbow device 17sep2019" was reviewed. A radial stem and radial head were present in the photograph, however there was no evidence of the reported condition of post operative loosening. A depuy synthes etched logo was visible on the radial head, however, no other device identification was visible. This complaint was unable to be confirmed. A functional test, dimensional inspection, and drawing review was not completed as the devices were not returned. The radial head prosthesis system (rhp system) was recalled and relevant actions have been taken to address the issue. Since the radial head prosthesis system has been recalled and the complaint condition will be investigated through those efforts, no further investigation is required. Based on the investigation findings, it has been determined that no further corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.